Event description:
The pump was returned for investigation. Investigation revealed damage to the force sensor connection. This report is made based on results of investigation completed on 11/07/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: during investigation, the pump was opened a damaged solder connection was observed at the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.